Manufacturer narrative:
A ge service representative performed an on-site investigation. The service representative replaced the interconnect cable, adjusted the voltage, reseated the circuit boards and the cables and calibrated the filament. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system would lock up during x-ray. No patient injury was reported.